Event description:
During a routine hemodialysis treatment, the operator experienced arterial pressure alarms that could not be resolved. The operator chose to terminate treatment without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.